Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy manifested by abdominal pain. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. The patient was treated with gentamicin for peritonitis. Two days after onset, the patient was discharged from the hospital. On an unknown date gentamicin therapy was withdrawn. On an unreported date, the patient was recovered from the peritonitis event. At the time of this report, dianeal therapy was ongoing. No additional information is available at this time.